Manufacturer narrative:
Follow up #1 09/16/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: the pump¿s black box showed evidence of a call service 078 alarm on (B)(4) 2015. The pump could not be exercised for 24 hours due to a recurring call service 078 alarm. Moisture damage was found internally. The audio bolus button cover was detached from the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.